Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use at the time of the event. The procedure was completed by adjusting the power cables at the back of the monitor, and by turning the display on and off, the process was able to continue. The philips field service engineer (fse) conducted an onsite inspection and found that the problem was related to poor contact with the power cable connector. This may have been caused by slight disconnection or oxidation. Although the fse couldn't reproduce the exact issue during inspection, they identified the root cause: the power cable of the scopy report monitor had been touched, leading to the problem. The resolution involved cleaning the power and video cable connectors with contact cleaner to ensure proper contact. Additionally, the cables were better secured using cable ties to prevent recurrence of the issue. With these measures, the system was returned to good working condition, addressing both the immediate problem and taking steps to prevent future occurrences. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the display went blank. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.